Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a manual capture workstation when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support analyzed faxed information provided by the customer. The faxed copies of customer information and reports was dated (B)(6) 2015. No patient blood sample or testing product was returned back to immucor by the customer for immucor testing investigation.